Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 1 month. A portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in transit to another facility for a transplant evaluation when they experienced audible and visual alarms indicating pump stop events while the system was supported on battery power. The patient was reported to be asymptomatic. Upon evaluation at the facility, the external driveline looked pristine and the alarms were unable to be replicated with manipulation of the external portion of the driveline. The plan was to transfer the patient back to the implanting center for further evaluation. Review of the log file by the manufacturer's technical services representative revealed several low speed/pump off/driveline disconnected events which appeared to be occurring while the system was connected to both the power module and batteries. X-ray images provided did not show any obvious areas where the shielding looked compromised, although, the driveline looked tight on the pump end bend relief side of the pump. On (B)(6) 2016, the manufacturer's technical services representative arrived onsite and successfully completed an external driveline replacement. Approximately 22 inches of the distal end of the driveline was replaced. No further issues were reported.

Manufacturer narrative:
A distal end driveline replacement was performed on (B)(6) 2016 and approximately 13.25 inches of the external portion/distal end was returned for evaluation. The returned portion of the driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. Upon removal of the outer layers of the driveline, visual inspection of the underlying wires revealed a breach in the insulation of the orange wire approximately 11.25 inches from metal connector. The observed wire damage appeared to be the result of repetitive movement of the driveline at this location. The remaining wires appeared slightly abraded, but were otherwise unremarkable. High potential testing was performed and did not reveal any additional areas of current leakage. The orange wire redundantly supports motor phase 3. If the exposed conductors of the orange wire made direct contact with the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in red heart alarms and pump stops. However, a specific cause for the pump stops on battery power could not be determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.